Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: method codes: a manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, a short was found in the cable. It was observed that the motor, circuit boards and buttons were corroded. The motor, cable, circuit boards and buttons were replaced to resolve the issues. Preventive maintenance was also carried out. After repair, the device was found to be working according to the specifications. Fluid ingress into the system might have caused the observed corrosion. The corroded components and the short in the cable would have contributed to the reported problem. The cable being defective is a possible root cause of the observed short in the cable, however, a definite root cause cannot be determined with the available information. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/22/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
As reported by the sales rep via phone, the mircro tornado handpiece would turn on but if the cord moved the speed would change or not shut off at all. Possible short in cord. Another handpiece was brought in to complete the knee scope with no delay and no patient consequence